Event description:
Pt underwent procedure for placement of a temporary dialysis catheter. Shortly after the catheter was placed, the pt complained of shortness of breath, became unresponsive and pulseless. Acls process followed. Needle thoracotomy done due to slightly diminished breath sounds on right side. This was negative in findings-no air rush. Echocardiogram done showing no evidence of pericardial effusion. Aggressive resuscitative efforts taken with no pulses and no response. Asystolic and pronounced dead. No autopsy performed. Physician performing procedure and attending do not believe catheter resulted in death. Death certificate indicates causes: 1. Chf. 2. Cardiopulmonary arrest. 3. End stage renal disease. Signed by attending physician.